Manufacturer narrative:
(B)(4). Mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure in (B)(6) 2010. The patient has seen a new surgeon and was diagnosed with multiple sites of mesh exposure, most no larger than 2cm with one 5cm lesion from where the mesh eroded. The patient is well estrogenized. The surgeon intends to resect and repair and surgery and is scheduled for (B)(6) 2010. No additional information was provided.